Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation: a review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. It was concluded that sufficient controls are in place to detect this failure mode prior to release. Validations are in place to meet design requirements related to the failure mode. A review of the device history record for lot 9789934 found no related nonconformances that could have contributed to the failure mode. It should be noted that there was one other complaint associated with this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for drainage of ascites. The day after placement, the device was leaking at "the joint of the catheter near the white hub." The operator then replaced the device with a device from the same lot and during the procedure leakage occurred again. The device was replaced with a competitor's similar device and the procedure was completed successfully. No other adverse effects were reported for this incident. The first incident of leakage is recorded under the medwatch report with patient identifier (B)(6). The second incident of leakage is recorded under the medwatch report with patient identifier (B)(6) (this report).